Event description:
The reporter stated that the device was infusing the incorrect volume. The device was in use on an animal. The reporter stated there was no harm or injury to the animal.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.